Manufacturer narrative:
Device is not being returned for evaluation. The clinical details were reviewed, and it was identified that the patient had soft bone quality. Per the device IFU under precautions ¿bone quality must be adequate to allow proper placement of the suture anchor¿. Further investigation is not warranted at this time.

Manufacturer narrative:
.

Event description:
It was reported that during a hip procedure, the bioraptor anchor pulled out of the bone hole after implantation. Adequate fixation was not achieved due to the procedure being completed without implanting a backup anchor. No patient injury or additional complications were noted.